Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend twice. Customer's blood glucose level was 117 mg/dl but his sensor glucose reading was 56 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The device was not returned.